Event description:
A malfunction alarm was reported by the customer, indicating an error code displayed on their device. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted with the reset, and confirmed that the malfunction did not recur afterward. The customer was instructed to continue using the pump and to call back if the issue reappeared.